Event description:
It was reported that the patient presented during implant procedure. During procedure, it was reported that the patient developed air embolus which resolved by the end of implant. Post implant, it was reported that left ventricular lead exhibited high capture threshold. No interventions were performed. The patient was in stable condition.

Event description:
Additional information received noted that the left ventricular lead also performed extra-cardiac stimulation resulting in patient discomfort. Programming changes were performed. The patient was in stable condition.